Event description:
Bd first PICC 1.9 fr catheter became severed in pt. Catheter portion in pt was then carried through vessel to heart. Catheter had to be removed via cardiac cahteterization -surgery-. Infant recovered quickly but believe it extended the hospitalization and increased the potential risk of harm to the pt. Two other breakages occurred the previous month. All occurrences are unexplained - all dressings were intact without any additional strain on catheter. Bd has been notified and is investigating. Concern is for product integrity.